Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped (B)(6) 2019 and replaced due to dislodgement. Additional information has been requested but has not yet been received.

Manufacturer narrative:
Correction: updated from serious injury to malfunction since replacement occurred during an unrelated procedure.

Event description:
New information received notes the issues with the lead were discovered during device interrogation. In addition to the dislodgement previously reported, noise was also observed on the atrial lead. The atrial lead was replaced during an unrelated routine procedure to change out the generator. The patient was asymptomatic, with no consequences noted before, during and after the procedure.